Manufacturer narrative:
Concomitant medical products: product ID 8840, product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 10 mg/ml dilaudid at 7.008 mg/day via a pump implanted for non-malignant pain and chronic low back pain. On 25-july-2016, it was reported that the patient's pump hadn't been working for 4 months. The patient had experienced increased back pain. On (B)(6) 2016, the patient had a dye study performed, and following that, the patient reported increasing pain down her legs. It was thought the catheter may not have been primed following the dye study. It was noted that the patient was in the hospital for a disc issue.

Manufacturer narrative:
Corrected information: device code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had not been back to see the physician. The patient was scheduled for back surgery. It was noted that per the healthcare provider there was no pump issue. Per the healthcare provider the disc issue was unrelated to the pump. The patient to have surgery soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.